Event description:
Caller reported a malfunction on the pump, identified by a malfunction code that was resettable but recurred after resetting. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.